Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, when using cdh25a to make esophagus anastomosis, doctor did not feel the compression on tissue, and could not advance compression more. After compressing tissue for 15s, doctor fired but could not feel tactile and audible feedback as it used to. When checked the anastomosis in the housing, he saw that there was a completed cut line but the staple wasn't in b form, it was still in u form, and the anastomosis was broken out. He cut esophagus 1cm more and make anastomosis by using another cdh25a.